Event description:
It was reported that patient presented to the clinic after receiving inappropriate atp therapy and with complaints of dyspnea and chest pain. Upon device interrogation, it was found that the inappropriate atp therapy was due to paroxysmal atrial fibrillation. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.